Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device yielded the following observations: the device was partially deployed. The thumb advancer was about 1-1/2 inches from the finish position and the exchange sheath slitting was not completed. The garage tube was proximally displaced over the pusher tube exposing the carrier tube and the clip. The device was disassembled and the garage block was found proximally displaced. This finding is consistent with the report experience of the thumb advancer being advanced only 60% of the way. The garage block proximal displacement during thumb advancement indicates the device encountered excessive resistance during thumb advancement. The displaced garage block would have prevented the clip deployment by constricting the distal movement of the pusher block/tube. The probable root cause for the pusher to garage block displacement is due to resistance encountered during thumb advancement. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code at the time this investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, the thumb advancer could only be advanced approx 60% down and then it stopped. The physician removed the device pulling it out and found the clip entangled at the end of the sheath. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.